Event description:
According to the operative reports, CABG x5 was performed utlizing the lma - proximal lad; svg - distal lad (4 mm, acn-4550); svg - om1 (4 mm, acn-4550); svg - om2 (5mm, acn-5055); svg - right ventricular branch (4 mm, acn-4550). Each graft was probed with a 0.5 mm probe and cardioplegia solution was injected through the aortic root to ensure good flow and hemostasis. Postoperatively, the patient received blood products x2 for low hemoglobin and hematocrit. Five months postoperatively, the patient underwent reoperation due to stenosis of three grafts (om1, om2, and distal lad). Only the proximal segments were replaced and the lima-lad was intact. The patient had a history of hypertensive crisis w/mi (1996); cva, and diabetes. Related mdrs 2135392-200300134 and 2135392-200300135.